Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a m. Blue plus was implanted during a procedure. According to the complainant, the valves have been adjusted up and down but was continuously experiencing over drainage. The patient underwent a revision procedure on (B)(6) 2024. The complainant device will be returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Manufacturing site evaluation: no product received to date.